Manufacturer narrative:
(B)(4).

Event description:
Inappropriate therapy was delivered due to noise on the right ventricular lead. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported events of noise and inappropriate hv output were confirmed. A partial lead was received in one piece. Clavicle crush damage was found breaching all the lumens, the liner of the inner coil and the coating of one ring electrode (re) cable distal to the suture sleeve tie impression. The breached re cable coating and exposure of the inner coil found in this location likely contributed to the reported noise and inappropriate hv output. Electrical testing did not find any indication of conductor fractures or internal shorts.